Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's left anterior descending artery. While attempting to inflate the balloon catheter, it was observed that only the proximal portion of the balloon would inflate to 7-8 atmospheres of pressure. Upon an attempt to withdraw the sds from the patient's body, the sds locked up on the guidewire. As a result, the sds and guidewire were withdrawn from the patient as one unit. Upon removal of the sds, the articulation site of the stent was used and successfully placed at the target lesion. Subsequently,a dissection was observed in the left main and another coronary stent with delivery system was successfully placed at the area of the dissection. The patient was subsequently sent for coronary artery bypass graft surgery. Surgery was successful; however, the patient expired a few days later due to a dissection in the aorta.